Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the rv coil impedance value of the lead was out of range. It was also reported that it was probably due to the lead's df-1 pin being damaged during the procedure. The lead was capped and replaced. No patient complications were reported as a result of this event.